Manufacturer narrative:
The sales rep has reported that the pin from the cutting block was immediately discarded by the customer, however the cutting block is available for investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Medical records received and evaluation: not performed as clinical factors did not contribute to the reported event. Device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly.

Event description:
The sales rep has reported on behalf of the customer that whilst in surgery, the right hand pin as you look at it, of a cutting block has allegedly come away. The sales rep has reported that the cutting block was successfully impacted on to the bone of the patient so that the cut could be made. When the cutting block was removed the pin became disassociated from the block. The sales rep has advised that the pin was not stuck in the bone and was removed instantly, meaning that there was no delay to surgery and there was no adverse reaction to the patient.

Event description:
The sales rep has reported on behalf of the customer that whilst in surgery, the right hand pin as you look at it, of a cutting block has allegedly come away. The sales rep has reported that the cutting block was successfully impacted on to the bone of the patient so that the cut could be made. When the cutting block was removed the pin became disassociated from the block. The sales rep has advised that the pin was not stuck in the bone and was removed instantly, meaning that there was no delay to surgery and there was no adverse reaction to the patient.